Event description:
The customer reported being only able to acquire lead 2 of the 12-lead ECG signal.

Event description:
On october 19th, 2009, the customer contacted baxter to report that a colleague 3 triple channel volumetric infusion pump, product code dnm8153, (B) (4), had smoke coming out of the pump. It is unknown when the reported condition occurred. No patient injury or medical intervention has been reported related to this device.

Manufacturer narrative:
The device is anticipated to be returned for evaluation. A follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. (B) (4)

Manufacturer narrative:
(B) (4)

Event description:
A (B) (6), male, underwent pta ilical and a fibularis, and a tibialis anterior due to stenosis on (B) (6) 2010. After recanalization and successful pta in the a fibularis, the customer went with the same cto-wire in the a tibialis anterior. There, the wire get stuck in the vessel. The stenosis was very calcified with a very small lumen. The physician wanted to remove the wire, but it was not possible. The tip of the wire got damaged and broke off. The physician then did a crossover with a snare and caught the tip of the cto-wire and removed it. The pt is ok.

Manufacturer narrative:
The software version for this device is currently unknown. (B) (4)

Manufacturer narrative:
Evaluation summary: the reported condition of, had smoke coming out of the pump, was confirmed. The cause of the reported condition is undetermined. There is an ongoing CAPA investigation, (B) (4) associated with this report. This device utilizes user interface module master software (B) (4) categorized as unremediated. (B) (4)

Event description:
Information provided states that the (2) iskd lengtheners were implanted on (B)(6) 2009. It was observed on (B)(6) 2009, via x-rays, that the lengtheners had stopped distracting. Both lengtheners were removed.